Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided photo, the error 98 triggered, but on the photo, it is not possible to confirm the serial number of the device. According to provided information, a screw was loose that could explain the technical error. However, no error 98 was found in the device history log. Without the device, the reported event could not confirmed nor a possible root cause. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported: the pump displays error 98. The cause of the error is unknown. Technician: there are no visible signs of damage. The screw was not tightened properly and was dangling inside the pump. Presumably, it was shorting something out, causing the pump to report a communication error with the processor. The problem has been resolved. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.